Manufacturer narrative:
(B)(4). The device has been received at our bbm laboratory in (B)(4) and the investigation is on going at this time. A f/u report will be provided when the investigation results are available.

Event description:
(B)(4).